Event description:
It was reported that during a surgical procedure at the user facility, a foreign substance similar to a piece of metal was found on the hood. It was reported that the foreign material did not fall into the surgical site. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Event description:
It was reported that during a surgical procedure at the user facility, a foreign substance similar to a piece of metal was found on the hood. It was reported that the foreign material did not fall into the surgical site. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for analysis.